Manufacturer narrative:
D4 UDI was updated to (B)(4), which corresponds to the 09n79-96 assay list number. Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket being investigated reported discrepant patient results (false positive) with non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result when using the alinity m resp-4-plex amp kit (list 09n79-090 and 09n79-096). Non-sigmoidal curves are not expected to produce positive results. Therefore, this investigation will also be dispositioned as confirmed. Specification not met: while the runs were valid and met assay specification requirements, a product deficiency was identified based on the interpretation of the patient samples. Positive results are expected to generate a sigmoidal curve. False positive discrepant patient results identified in this complaint exhibited non-sigmoidal unusual/abnormal curves. These abnormal curves were not invalidated and incorrectly provided patient samples with a positive result. Non-sigmoidal curves are not expected to produce positive results. Abbott molecular determined that a field corrective action should be taken via approval of 493-risk. This action was communicated to the FDA on november 6, 2021 as a draft 806 report and a request to review letter content. Urgent field safety notice /field correction recall (fa-am-dec2021-264) and a technical service bulletin to provide customers background on the issue, potential impact and necessary actions was issued. The following mdrs were also reported as related to fa-am-dec2021-264: 3005248192-2021-00110 follow up report 2, 3005248192-2021-00406, 3005248192-2021-00367 follow up report 1 , 3005248192-2021-00313 follow up report 1 , 3005248192-2021-00361 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported discrepant patient results when running their alinity m resp-4-plex assay. The customer states they ran a sample on (B)(6) 2021 and received a positive result for rsv cycle number (cn) 29.25 and an error code (1987 signal response is abnormal) on sars-cov-2, flu a, and flu b. The molecular application specialist (mas) examined the curves, the curve analysis showed that the curves did not look valid for sars-cov-2, flu a, flu b, and rsv. It was confirmed that 3 targets were flagged for abnormal signal responses. The sample that tested positive for rsv was retested on (B)(6) 2021 on a different alinity m, where it was negative for all targets with no error codes generated. The rsv positive results were reported out of laboratory but the customer reported that a corrected report for the rsv target would be sent out to the patient. There was no report of patient impact due to this observation.